Manufacturer narrative:
Other, other text: additional information: h6(patient code). Additional information received via email on 30-sep-2020 that no patient was involved.

Manufacturer narrative:
Other, other text: additional information: h6, h10: device evaluation: one smiths medical cadd solis vip pump was returned for analysis with no physical damage noted on the device. During analysis, the reported problem was unable to be duplicated but found in the event log history multiple times. The pump was able to pass a downstream occlusion (dso) pressure range test and all values of the dso and upstream occlusion (uso) are within specification. Based on the evidence, the complaint was not confirmed, and no fault was found.

Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the cadd solis vip pump alarmed every time the latch was closed. No patient injury or complications were reported in relation to this event.